Event description:
A pt called to report that when he put the cassette in the machine it started to leak. Pt said that when he took the cassettes out of the machine he said the back of the wall of the machine was wet. The cassette continues to leak afterward. Pt said that cassette leaked so much it made a puddle. A sample is available. No report of pt ill effect.